Event description:
The manufacturer's representative provided additional information indicating that the device is functioning as expected under current symptom-control settings. Normal battery depletion was confirmed, with a replacement scheduled for (B)(6) 2026. No device malfunction or stimulation output issue was identified, and no contributing factors were noted, as the patient¿s essential tremor symptoms are difficult to control and require very high settings. A new therapy group was added for optional use, therapeutic control has been addressed through multiple clinic visits and phone discussions, and an engineer supported the physician virtually. The report of frequent procedures and battery changes was attributed to high therapy settings rather than a device issue. The information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) is supposed to get back to them and adjust their battery for them. Patient stated that a rep is supposed to contact them to meet, because their healthcare provider (hcp) is travelling. Patient stated that they tried over the phone about a week and a half ago, but it didn't work. Patient reported that it's supposed to shut off and come back on, and stated that they had 24 operations, and "change battery" every 8 months, and mentioned that "an engineer talked to them and tried and tried, but it doesn't work". Patient also keeps on saying their brain doesn't work. Agent documented reported events, and emailed the rep on the area. Additional information was received from the patient. Patient said they'd had their ins battery changed 24 times so far. Patient stated their battery needed to be adjusted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.